Event description:
It was reported that the patient experienced hyperglycemia attributed to a bent infusion set cannula while using the ilet and administered an external manual insulin injection without disconnecting from the pump. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included the need for troubleshooting and user education. Investigation included user counseling on proper procedure when taking external insulin, specifically the need to disconnect the ilet for a period after a manual injection to prevent insulin stacking. Investigation of this case revealed user technique concerns related to a bent cannula and concurrent external insulin dosing while still connected to the device. It was concluded, based on previously established findings for similar reports, that the cause was user technique.